Manufacturer narrative:
The product has been returned to manufacturer for investigation. The outer insulation tube has some marks, but the insulation function is not impaired. The jaws insert has a bad appearance with stains on both distal and proximal ends. However, this has likely had no effect on the user's experience. The item has been checked according to the final inspection standard with no observation of any deviations from specification. The instrument is intended for atraumatic grasping of tissue and meets customer expectations. Alternatively, a wave type forceps can be recommended for handling of bowel and other fragile tissue. Olympus has not received complaints like this and the root cause for the particular incident cannot be determined conclusively. This report is being submitted in a abundance of caution.

Event description:
Surgeon was performing a diagnostic laparoscopy. When manipulating a small bowel, which was hyperaemic, a perforation occurred. The user wants the product to be checked, as it should normally not cause a trauma.